Event description:
It was reported that the acculink stent delivery system (sds) got stuck on the delivery wire and while trying to back the sds off the filter delivery wire, the sds tip detached. The filter wire was cut short and another unknown 9 x 30 stent was deployed instead. This was a long lesion so a tapered 6 mm-8mm x 40 unknown stent was deployed proximally. Reporedly, there were no patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned self expanding stent system (sess) found blood in the guide wire lumen, on the tip, and on the handle. The stent implant was stationary on the shaft with the proximal end located 5 mm distal to the proximal marker. The handle slider was in the distal position and the handle lock was in the locked position. This is consistent with the reported information that the sess was loaded on to the filter delivery wire but the stent was not implanted. Factors that can contribute to difficulty to position a sess over a guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire/sess, blood and/or contrast build up, or damage to the distal shaft of the sess. To help ensure this is not the result of a manufacturing deficiency, all sess are visually inspected and checked for proper guide wire movement on the manufacturing line. Analysis of the returned product noted there was 1 mm of the distal end of the stent exposed out of the sheath. The tip was separated at the inner member, 4 mm proximal to the distal marker. The fracture face was stretched and jagged. There was a tear in the inner member proximal to the separation. The distal end of the tip was torn and approximately 1.5 mm of the distal end of the tip was missing at the tear with multiple scratch marks on the tip. The separated tip was returned on the cut bare wire core and located 44.3 cm distal to the proximal end of the bare wire. There was no other damage noted to the sess. The bare wire was returned cut at the core, 45.6cm distal to the proximal end of the bare wire. After the stent was deployed the proximal marker band was noted to be smashed. An attempt was made to backload a new .014in guide wire through the guide wire lumen but was not able to advance past the smashed proximal marker. The smashed proximal marker most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. An attempt was made to remove the separated tip from the bare wire, but was not able to remove. After the tip and bare wire were soaked in the water bath for eight hours, the separated tip could not be removed from the bare wire. In this case, the exposed stent appears to have resulted from handling during the attempt to remove the sess form the bare wire. As noted in the analysis there was blood in the guide wire lumen, this suggest that there could have been a build up of blood during the advancement of the sess over the bare wire and contributed to the difficult to position. Attempts to remove the sess from the bare wire appear to have contributed to the reported tip separation and subsequent noted inner member tear. The condition of the returned separated tip, such a as the noted tear, missing section and multiple scratch marks to the tip appear to be related to handling while cutting the bare wire. Although a conclusive cause for the difficult to position can not be determined, the tip detachment appears to be related to operational context of the procedure and there are no indications of a product quality deficiency. As part of manufacturing quality process, all catheters are inspected during the final inspection to ensure the product structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected. A review of the device lot history record did not reveal any findings relevant to this report.